Event description:
The customer reported to customer service that the suction of her freestyle pump was low and could have contributed to her diagnosis of mastitis for which she was prescribed antibiotics by her physician.

Manufacturer narrative:
The customer was sent a replacement breast pump. The customer reported that she had developed mastitis due to the low suction of her freestyle pump. On (B)(6) 2015 the customer emailed a medela clinician and stated that the replacement pump is working properly, but has been a traumatic experience with a lot of pain. The customer confirmed she has been doing both breastfeeding and pumping. She took cephalexin 10 mg 4 times daily, and applied heat, cold, massaged breast, to ibuprofen, rested, increased fluids, saw and spoke to several lcs, and saw a doctor. Customer says she finished antibiotic last week, but still has an inflamed lobule. Instructed customer to contact her doctor because she may need another type of antibiotic, and also to see a lc for assistance with latching baby. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambatch, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.